Event description:
Customer reported a false negative reaction with capture r ready screen (crrs) 4 on galileo. A patient sample known to contain anti-fya was negative when tested with crrs 4.

Manufacturer narrative:
Reactiivty of the fya antigen was confirmed on retention crrs, lot k121 and crrid, lot id079. The customer's returned samples were tested by ha with selected fy(a+b+) and fy(a-) reagent red cells, using immuadd, lot 5b5503, as the potentiator. Very weak reactivity was observed with both samples with fy(a+b+) cell at iat. The fy(a-) cell was nonreactive, as expected. Manual solid phase testing was performed with the customer's samples and retention crrs, lot k121, fy(a+b-) cell iii and fy(a-) cell IV and crrid, lot id079 fy(a+b+) cell 2; fy(a-b-) cell 4, and fy(a+b-) cell 6. All fy(a-) cells were nonreactive, as expected. One sample exhibited very weak to weak reactivity with fy(a+b) cells and nonreactivity with fy(a+b+) cells. The other sample exhibited negative to weak reactivity with fy(a+b-) cells and nonreactivity with fy(a+b+) cells. The customer did not return product for investigation. The patient's antibody is showing dosage effect; the event appears to be caused by the nature of the sample. The package inserts for capture-r ready ID and crrs 4 state "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."